Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010; inratio: 3.1; retest#1 inratio: 2.4; retest#2 inratio: 3.6; retest#3 inratio: 3.7. Pt's target therapeutic range is 2.0-3.0. Pt has been in remission from cancer for several months.

Manufacturer narrative:
Investigation pending.